Event description:
On (B)(6) 2004 a computer software error was noted while reviewing the vns programming history. A faulted diagnostics was done previously on (B)(6) 2004. On (B)(6) 2004 the patient left the office programmed at output current= 2 ma/ frequency= 20 hz/ pulse width= 250 sec/on time= 30 sec/off time= 1.8 min / magnet output current= 2.25 ma/ on time= 60 sec/ pulse width= 250 sec. After the faulted diagnostics the patient was not interrogated and during the next visit the patient was interrogated and was found at settings output current= 1 ma/ frequency= 20 hz/ pulse width= 500 sec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ on time= 30 sec/ pulse width= 500 sec. The settings were corrected back in (B)(6) 2004 to ((B)(6) 2004) settings: output current= 2 ma/ frequency= 20 hz/ pulse width= 250 sec/on time= 30 sec/off time= 1.8 min / magnet output current= 2.25 ma/ on time= 60 sec/ pulse width= 250 sec.

Manufacturer narrative:
Analysis of programming history.